Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for a separate issue. After evaluation of the instrument and instrument data, the cse found that calibration and quality control results were as expected. The cse checked the reagents, calibrators, consumables and wash cycle, and did not find a malfunction. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on an advia centaur xp instrument. The customer stated that the result was obtained long ago and did not provide additional patient information. It is unknown if the discordant result was reported. It is unknown if the sample was repeated and a corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.